Event description:
A dental professional reported that seven patients who were treated with eight 3m espe lava ultimate cad/cam restorative for cerec crowns required extraction of their treated teeth. The dentist did not provide patient-specific information, thus this one report is being made to cover all 8 extracted teeth. The dentist did provide in a generic fashion that the crowns were placed in 2012/2013 timeframe and the teeth were extracted in the 2014/2015 timeframe. It was noted that the need for the tooth extractions were identified by visual examination and by x-ray.